Event description:
Report was identified during a recent FDA inspection at the manufacturing facility. (B)(4). Complaint received as follows: "impossible to deflate the balloon. The pt went to the emergency room."

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious, because sometimes, surgical intervention is needed to remove a catheter whose balloon fails to deflate. The pt in this case was said to have visited the emergency room but it was not stated in the report how the catheter was eventually removed. More information has been requested in this regard. (B)(4).